Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that upon the customer opening the package and unwrapping two sterile parts a hole was noted. The hole looks like a cut, as if the plastic tube has pushed through from the inside. A new iab was used to continue therapy. There was no reported injury to the patient.

Event description:
It was reported that upon the customer opening the package and unwrapping two sterile parts a hole was noted. The hole looks like a cut, as if the plastic tube has pushed through from the inside. A new iab was used to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The iab carton was returned open and unused. The product tray pouch was observed to have a 0.7cm tear on the tyvek side underneath the tray edge. The insertion kit tray and components were found to be intact and undamaged. The evaluation confirms the reported problem. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4) record ID (B)(4).

Event description:
It was reported that upon the customer opening the package and unwrapping two sterile parts a hole was noted. The hole looks like a cut, as if the plastic tube has pushed through from the inside. A new iab was used to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
No decon or visual inspection of product was performed since the product was not returned. A picture was provided for this event. A review of the photograph indicates there was a hole in the pouch. A visual review of the pictures has confirmed the reported event of damaged packaging. The product was not returned and so could not be evaluated. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The complaint was confirmed based on the picture provided, but we are unable to evaluate the product to determine a root cause. Complaint # (B)(4), record # (B)(4).

Manufacturer narrative:
The patient age was not reported, but the patient year of birth was provided as 1969.

Event description:
It was reported that upon the customer opening the package and unwrapping two sterile parts a hole was noted. The hole looks like a cut, as if the plastic tube has pushed through from the inside. A new iab was used to continue therapy. There was no reported injury to the patient.